Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the when the right ventricular (rv) lead was inserted into the cardiac resynchronization therapy pacemaker (crt-p) header and the setscrew was tightened there was a high undefined rv lead impedance measurement observed. The setscrew was loosened and an attempt to insert the rv lead further into the header was attempted. The rv lead was removed from the crt-p header and the lead pin was cleaned and reinserted into the header. The crt-p setscrew was engaged and no clicking sound was heard. It was noted that the setscrew felt like it was "just spinning". The crt-p was replaced with a new device and the rv lead remains implanted. No patient complications have been reported as a result of this event.